Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The articular surface was returned for further analysis. The articular surface fractured on the medial side. Burnishing and abrasion were identified on the lateral side. Sem analysis demonstrated that damage observed is consistent with typical in vivo use, from explantation damage, and of potential overloading. Bone cement was identified on the tibial and femoral components. Minor scratches were identified in the laterial side and more were identified on the medial side of the femoral component. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient is also allergic to nickel.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Initial op notes demonstrated that the patient had left tka due to osteoarthritis. Revision op notes demonstrated that the patient was revised due to articular surface fracture, and metal wear debris synovitis and effusion. The patient experienced instability, catching, swelling, and stiffness. The diagnosis was again pes anserinous and the patient had an injection. Patient is allergic to nickel. No infection was found upon aspiration. Wear was noted through the poly. There was a fracture in the poly posteromedially and that there was scratching of the metal femoral component over the medial femoral condyle. There were 3 cysts noted around the tibial plateau. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00542801009 ¿ bearing ¿ 61136943, 00542000800 ¿ patella ¿ 61621399, 00541401401 ¿ femoral component ¿ 61789863. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01540, 0001822565 - 2019 - 01542, 0001822565 - 2019 - 01543.

Event description:
It was reported that the patient underwent left knee revision approximately 5 years post implantation due to pain, swelling, stiffness, instability, ligament laxity, and poly wear and fracture. During the revision procedure, cysts were also noted around the tibial plateau.